Event description:
It was reported that 2 of the ultrasafe x100lg2xl png blue tint could not be activated. The following information was provided by the initial reporter: roche has registered two market complaints for the material 10158047. In both cases, the needle guard failed to activate after the dose was administered.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d.4. Medical device lot #: 1064821; d.4. Medical device expiration date: 28-feb-2025; h.4. Device manufacture date: 05-mar-2021; d.4. Medical device lot #: 1088993; d.4. Medical device expiration date: 28-feb-2025; h.4. Device manufacture date: 29-mar-2021. H.6 investigation summary: no sample or photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. As this is a market event, the reported condition detected is not part of a sampling plan that allows to conclude about the whole batch, therefore the aql is not applicable. The batch was manufactured and released according to applicable procedures and specifications. Consequently, bdm-ps will not define corrective or preventive actions following the investigation of this complaint. This complaint is registered in bd complaint system and trend analysis will be performed. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. H3 other text: see h.10.